Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the pusher assembly was kinked. If the pod pc is advanced against resistance or is mishandled at extreme angles during use, damage such as kinks may occur. Further evaluation revealed pusher assembly bends and offset coil winds on the embolization coil. This damage was likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-02488.

Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak sac via transcaval approach using pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted six coils into the target vessel using the lantern. While advancing a pod pc through the lantern, the hospital fellow bent the pusher assembly of the pod pc, and subsequently, the pod pc unintentionally detached. Therefore, the physician used a pusher wire to push the detached pod pc into the target location. Next, while advancing another pod pc through the lantern, the hospital fellow kinked the pusher assembly of the pod pc. Therefore, the pod pc was retracted and removed. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.